Manufacturer narrative:
E1 (initial reporter facility name): (B)(6). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia of the stomach during a digestive tract ligation procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the cardia and the type of procedure was digestive tract ligation; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU).

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h2 (additional information): block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on august 1, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia during a digestive tract ligation procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 1, 2025: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h2 (additional information): block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on august 1, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed. The ligator housing was not returned; only the handle was received. Inspection confirmed that the slack had been taken up and there was clear evidence that the loop was properly secured to the post. Additionally, the handle was rotated 180 degrees until an audible click was heard, and no issues were identified with its functionality. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. Inspection confirmed that the slack had been taken up and the handle showed evidence that the loop was properly secured to the post. The handle was rotated 180 degrees until an audible click was heard, and no functional issues were identified. However, the ligator housing was not returned for analysis. Due to this missing component, the most probable cause of the reported issue could not be determined. Without a complete evaluation of the device, it remains unclear what factors may have contributed to the event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia during a digestive tract ligation procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 1, 2025: it was noted that there was no difficulty experienced upon setting up the device.